Event description:
The end user alleges he leaned on the armrest to reposition himself when the armrest broke resulting in a fall. The end user sustained a fractured leg.

Manufacturer narrative:
Please see attached owner's manual page regarding transfers. (See add'l scanned pages).